Event description:
It was reported that the lead was replaced due to possible failure. Attempts to obtain additional information were unsuccessful. The lead was removed and replaced. No patient complications were reported as a result of this event. Update: the lead was reported to have been replaced due to gradual increase in threshold, decreasing impedance, and oversensing in unipolar mode. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead was replaced due to possible failure. Attempts to obtain additional information were unsuccessful. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.